Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date and time were inaccurate. The cause was unknown. Customer's blood glucose level ranged from 215-216 mg/dl. Reportedly, the customer corrected the time and date to resolve the issue.